Event description:
It was reported that during preparation for a pfa procedure the faradrive steerable sheath (clear) - us was selected for use, sheath prepared like normal and went transseptal with versacross connect. The sheath was aspirated like normal and mapping catheter was inserted through the valve. Once inside aspiration was attempted several times. Lots of air was flowing through the valve and an improper seal was revealed around the catheter. The sheath was replaced, and the procedure was completed successfully without patient complications. The vxs dilator and pentaray were the only two items inside the sheath prior to and at the time the air was observed. A pressure bag was used for sheath irrigation. No air was seen in the patient. The device is expected to be returned.

Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that during preparation for a pfa procedure the faradrive steerable sheath (clear) - us was selected for use, sheath prepared like normal and went transseptal with versacross connect. The sheath was aspirated like normal and mapping catheter was inserted through the valve. Once inside aspiration was attempted several times. Lots of air was flowing through the valve and an improper seal was revealed around the catheter. The sheath was replaced, and the procedure was completed successfully without patient complications. The vxs dilator and pentaray were the only two items inside the sheath prior to and at the time the air was observed. A pressure bag was used for sheath irrigation. No air was seen in the patient. The device is expected to be returned.